Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. According to the customer, there was no effect to the patient and the procedure was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and to provide additional information based on the legal manufacturer's investigation. Patient identifier: (B)(6). Additional information provided by the customer: please see updates to b5. Additional information based on the legal manufacturer's investigation: please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera iii xenon light source exhibited an error code e101 (clv temperature error) after a longer procedure. The fan grille had already been cleaned, and a loud fan noise was observed. There were no reports of patient harm or impact associated with this event.